Event description:
Event description guidant received information that during a follow-up visit, this pacemaker could not be interrogated and exhibited no magnet response. The patient was then referred to the emergency room. Upon evaluation, the device still could not be interrogated or elicit a magnet response. Evaluation of the surface electrocardiogram did not identify pacing pulses. The patient's intrinsic rate was 58 and was asymptomatic. During the replacement procedure, telemetry was established; however, a fault code 01 error message was displayed. The device was then removed and successfully replaced with a new guidant device. It was noted that this device was included in the failure mode 1 insignia field advisory.